Event description:
Reporter alleged obtaining discrepant blood glucose results of 200mg/dl on the advantage system back to back with a professional meter, a result of 77 mg/dl when testing was performed "a minute" apart. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.